Event description:
The patient is still experiencing pain in her left knee since the primary surgery. Her knee is always swollen and warm to the touch. The physician she is seeing for follow up has asked her to give the healing process more time but she is concerned with her pain and symptoms.

Manufacturer narrative:
An event regarding pain involving a triathlon insert was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the product was not returned, as it remains implanted. Medical records received and evaluation: review by a clinical consultant suggested that complaints are probably caused by a mix of procedure related and patient-related issues of unknown type while device-related issues are not apparent from the available information. Implants look pristine on x-ray so, device-related issues can be excluded with rather complete certainty. Still, an exact diagnosis of complaints is not possible due to lack of accurate information on the present complaints and the case as such cannot be solved with current information. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event regarding pain could not be determined from on the information provided. Pain can occur post-operatively for a number of reasons but it is a symptom rather than the cause of the issue. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
The patient is still experiencing pain in her left knee since the primary surgery. Her knee is always swollen and warm to the touch. The physician she is seeing for follow up has asked her to give the healing process more time but she is concerned with her pain and symptoms.

Manufacturer narrative:
The following other devices were also listed in this report: tri ts baseplate size 3; cat# 5521-b-300; lot# klixd; triathlon fix. Peg 2 per pk; cat# 5575-x-000; lot# eflyr; triathlon symmetric x3 patella; cat# 5550-g-278; lot# lmxp; triathlon ps fem component, cemented; cat# 5515-f-301; lot# efc3b; simplex p with tobramycin 1 pack; cat# 6197-9-001; lot# mav008. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
The following statement was provided by the surgeon in the reply to medical review addendum update request to address the newly received event update: "I have seen the new information but this would not allow to solve this case any better. Given the generic type of complaints we would need detailed findings of clinical examination plus recent x-rays."

Event description:
The patient is still experiencing pain in her left knee since the primary surgery. Her knee is always swollen and warm to the touch. The physician she is seeing for follow up has asked her to give the healing process more time but she is concerned with her pain and symptoms. Update on 04-aug-2015: patient stated that the swelling has subsided in her knee, but she is now experiencing a "popping and cracking" along with having a limp.